Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 42532006702 - tibial component - 64979427. 42502605602 - femoral component - 64925598. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately 2 years and 7 months post implantation due to falling and dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; b4; b5; e1; g3; g6; h1; h2; h11 an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by healthcare professionals. The records state that the patient fall due to an unknown reason, the knee was dislocated and could not be reduced. The collateral ligaments were stretched but remained intact. X-rays indicated that initial imaging after the primary arthroplasty showed standard implant alignment without radiographic hardware complication. Subsequent imaging following the fall demonstrated posterior knee dislocation. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 visual inspection of the articular surface revealed deep scratches on the condyles, along with deep gouges within the non-articulating surface. The sloped area exhibited a large worn region. Additionally, the dovetail feature showed minor damage, with both sides flared outward. The device history record was reviewed and no discrepancies relevant to the reported event were found. It was reported that the patient experienced a fall resulting in a knee dislocation. The reason for the fall is unknown; therefore, a definitive root cause for the event cannot be determined. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.